Manufacturer narrative:
Complaint is confirmed. Visual inspection identified that the sleeve, drill, for ac repair, 3.00 was returned stuck with the part ar-2371bl. Also, heavy abrasion marks around the shaft of the sleeve, drill, were noted. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to user error of the device due to interference with the mating instruments.

Event description:
It was reported that during an ac dog bone surgery the wire became stuck inside the drill guide. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.